Event description:
Info received indicates that an echo revealed central regurgitation. The valve had been implanted for four years. There was no pt complication. Subvalvular calcification circular, valve smooth, supravalvular proximal and distal anastomosis free of gross degeneration or peel.